Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 7.5 mg/ml of bupivacaine and 20 mg/ml of morphine at 3.38 mg/day and 9 mg/day, respectively, via an implantable pump for non-malignant pain. It was reported an alarm was heard from the patient's pump, however, telemetry had not yet been performed. It was unknown when the alarm started. A single tone pump alarm was occurring. The hcp was unsure why the pump was alarming. The hcp believed it was a low reservoir alarm. Troubleshooting could not be performed due to lack of access to product. The hcp planned to have the patient visit their typical refill site to have the pump refilled and interrogated. No symptoms were reported. No further complications were reported or anticipated. The hcp reported that the patient ¿no-showed¿ for his pump refill on (B)(6) 2019. There were no further complications reported/anticipated.